Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement the complaint device was received and evaluated. Visual observation reveals that the anchor is off the inserter and the sutures were released off the suture card. The anchor was examined under magnification, and no damage or structural anomalies were found. The suture was not damaged or frayed. Moreover, no anomalies were found with the inserter. The anchor was not bent, as reported; therefore this complaint cannot be confirmed. A batch record review has been conducted and the results indicate that this batch of product was processed with one unrelated incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaint for this lot released to distribution. A definite root cause for this failure cannot be determined. At this point in time, based on the complaint rates for this failure, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the mini quick anchor plus, w/ #0 orthocord & os-2 needle w/bit was broken. According to the report, the event occurred when the surgeon placed the anchor during a correction of proximal radius fracture. It was reported that the surgeon changed to another anchor device to complete the procedure. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.